Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date and explant date: it is reported the surgery is scheduled for (B)(6) 2019. Concomitant medical products: biomet microfixation unknown screws. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a bilateral revision is scheduled due to ankylosis and aberrant anatomy. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
Additional information was received. It was reported the reason for the revision was growth of heterotopic bone. The explanted joints were in perfect condition. A custom joint was implanted to replace the stock joints that were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unique identifier (UDI) number: (B)(4). D11 medical product: biomet microfixation tmj system left standard mandibular component catalog #: 24-6556 lot #: ni, biomet microfixation tmj system right fossa component, small catalog #: 24-6562 lot #: ni, biomet microfixation tmj system right standard mandibular component catalog #: 24-6555 lot #: ni therapy date: jan 8, 2019 customer has indicated that the product will not be returned to zimmer biomet for investigation, the hospital does not wish to return them. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00088, 0001032347-2019-00089, and 0001032347-2019-00090.

Manufacturer narrative:
The products were explanted in a revision surgery, therefore the complaint is considered confirmed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The revision surgery was due to heterotopic bone growth, indicating there was no alleged malfunction of the implants. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: heterotopic bone formation the IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Additional treatment may be required including but not limited to extended physical therapy, bite splint, dental braces, and/or orthognathic and reconstructive surgery. The IFU also includes statistics from clinical studies in regards to heterotopic bone growth. Device history record (DHR) review was unable to be performed as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00088-1, 0001032347-2019-00089-1, and 0001032347-2019-00090-1.

Event description:
This follow-up report is being submitted to relay additional information.